Event description:
The pt had a pt-specific left partial joint for 7 yrs. Surgery was planned to revise to a total joint. When the new fossa-eminence prosthesis was placed, it did not fit the pt's anatomy. A second surgery is required to place the new total joint prostheses.

Manufacturer narrative:
The fossa-eminence and condylar prostheses manufactured for this pt's total joint replacement was designed using an anatomical model grown using the pt's CT-scan data. When this CT-scan was taken, the pt's previous fossa-eminence prosthesis was still implanted. This previous prostheses was removed from the sla model prior to the design of the new prosthesis but upon surgical implantation, the fit was not correct.